Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Nurse reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was 260 mg/dl. Customer was wearing the device at time of hospitalization. Nurse mentioned customer's blood glucose was high at 498 mg/dl. During troubleshooting, found the set cannula was bent. After troubleshooting, customer was advised to monitor the issue. Customer will not be returning the device for analysis.